Event description:
The manufacturer was contacted in reference to an allegation of harm from a dreamstation bipap device. The manufacturer received information alleging copd, prostate cancer, heart issues, walking and breathing issues. It was reported the patient required a pacemaker and surgery for cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.